Manufacturer narrative:
The customers reported complaint of autopulse "initialize and did not display "upon powering on was confirmed during the initial functional testing. The issue was found to be attributed to a fault processor pca (processor circuit assembly) board. To remedy the issue, the pca board was replaced and the autopulse passed the final functional test with no issue observed. Visual inspection was performed and found that the brake gap was out of normal range. The pdb (power distribution board) was below rev.6 and no other visual damages noted. The autopulse is a resuscitation device and was manufactured on 09/21/2011, therefore this type of damages can occur due to normal wear and tear of the device and is unrelated to the reported complaint. Archive review was unable to perform due to the failed pca. Functional testing confirmed that the platform did not display upon power up and was non -functional. An additional repair and unrelated to the reported complaint, an update was completed to ensure that the autopulse platform was functional without issue. The pdb and pca was updated to new revision , brake gap set screw was replaced and washer on the pca was also replaced. Once the repair and update was completed, the autopulse passed the final functional test with no issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Product in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a shift check, the auto pulse platform (s/n: (B)(4)) displayed "initialize" message upon powering up then the display screen went blank. Technical support at zoll japan received the platform and confirmed the reported complaint. Further investigation showed that the archive data could not be downloaded and was unable to communicate from the autopulse through ap vision via ir port of the processor pca board. The processor pca board was found to be at fault. No patient involved with this event. No other information was provided.